Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced just past the depth guard. A broken lens segment is torn and is present in the tip of the nozzle. The lens is returned loose in the carton. Solution is dried on both surfaces of the iol. One haptic and a piece of the optic are broken/torn. The product investigation could not identify the root cause for the reported complaint "did not advance correctly " the lens was returned outside the device. Segments of the lens is observed in the tip of the nozzle. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, the injector did not advance the lens correctly. There was a patient contact involved. Additional information was received that, the patient was not harmed and there was no issues for them.